Event description:
On (B)(6) 2015, the patient's husband reported that the patient was injected with an unknown amount of radiesse to the area above her right brow over one year ago. At some point post injection (time frame unknown), the patient had some significant redness which eventually diminished. Since then, she has had a periodic return of the same area of redness in the area of the filler. This gradually clears with time but has returned again. It is almost gone in the morning but becomes worse in the later hours. The patient's husband asked that his wife be contacted directly. On (B)(6) 2015, merz contacted the patient directly. She reported that she was injected with an unknown amount of radiesse to the temples, for hollows in that area, in (B)(6) 2012 by dr. (B)(6). At some point post injection (time frame unknown), she developed a very large eruption over the outer eyebrow area. She clarified eruption to mean that about a two inch area got red and swollen. She did not return to the injector but went to her dermatologist, dr. (B)(6).

Manufacturer narrative:
The patient reported that dr. (B)(6) prescribed doxycycline and a topical agent, which patient thinks was a steroid cream. Since her injection in (B)(6) 2012, the patient has had four flares of these symptoms. They last about four to six weeks each time. Three of the four times, she has taken doxycycline. About six weeks ago, the fourth flare began and she called her dermatologist, who prescribed a topical agent (name unknown). The patient said she has also seen an infectious disease doctor regarding this issue but he did not know what was causing the symptoms. On (B)(6) 2015 dr.(B)(6) was contacted by merz. The patient was injected with an unknown amount of radiesse to the temples. Since injection, on four separate occasions, she has experienced swelling and erythema unilaterally to the temple. Has treated the patient with doxycycline and an unknown topical cream. On (B)(6) 2015 dr. (B)(6) reported that the patient is currently out of the country. Therefore follow up information cannot be obtained at this time. The device history record review could not be conducted as the lot number was not reported.